Event description:
It was reported by the aci vascular closure specialist that a male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unk). Following the procedure, the technician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the tamp tube (advancer tube) did not deploy so the device was removed and pressure was held for 15 minutes. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1231102) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.